Event description:
A report was received that the patient's ipg had tilted causing charging difficulty. The physician revised the ipg by making it flat in the pocket. The patient is reportedly doing well following the procedure.